Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema following a lead implant procedure wherein causing an epileptic episode. CT imaging was performed and confirmed edema. Stimulation was turned off and the patient was hospitalized and edema regression cortisone therapy was administered and the patient was improving.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema following a lead implant procedure wherein causing an epileptic episode. CT imaging was performed and confirmed edema. Stimulation was turned off and the patient was hospitalized and edema regression cortison therapy was administered and the patient was improving. Additional information was received indicating the patient did not experience an epileptic episode due to the perifocal electrode edema. However, there was medication administered for the edema.